Event description:
Reported via journal article it was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45-day follow-up transesophageal echocardiogram (tee) imaging procedure. The imaging showed that there was a residual flow into the appendage with an incomplete seal of the laa. The physician brought the patient into cardiac surgery where the laa was successfully clipped. The patient was discharged from the hospital doing well and without anticoagulation medication. A follow-up tee four (4) months later confirmed complete closure of the laa of the patient. There were no patient complications that were reported to have occurred.

Manufacturer narrative:
B3 date of event - the article publish date was used as event date is unknown. Literature citation: romano, m. A. (2019). Minimally invasive thoracoscopic exclusion of the left atrial appendage following watchman device with an atricure prov laa exclusion device. Innovations, vol. 14(6), 509-511. Doi: 10.117715569845i9882948948